Manufacturer narrative:
The review of the DHR (lot 580i131108a) indicated that the device lot met all established performance criteria prior to shipment. Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. An angiogram of the sheath after the exchange was not taken. It should be noted that imaging is recommended in the IFU to locate the sheath position and arteriotomy location. Imaging allows th user to assess the severity of the vascular disease, vessel tortuosity, vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained/available. No device malfunction was reported. Conclusion: based on the info available for review, the potential cause was vessel size <6mm resulting in inability to place the deployed disc in full contact with the intima. As a result, collagen was deployed/partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event.

Event description:
This report is the documentation for the 2nd of 3 vascade devices involved. On a single pt case three devices of the same model and lot number were used. All three incidents are related; this report describes the event in its entirety. For the second and third events, see 3004182619-2014-00004 and 3004182619-2014-00005. Background: a (B)(6) female in for interventional pad, cfa right and left. Three vascades used in total, all intravascular deployment. The (B)(6) center performed intervention. A tech deployed vascade, previous experience 15-30 cases with vascade. Imaging for verification of disc location was not performed in all three cases. Temporary hemostasis was achieved prior to collagen deployment in all three cases. Surgical removal of all 3 implants. Pt stable at this time. Pt was present for left femoral access and right leg revascularization was performed - vascade deployed and pt taken to recovery. Pulses of left (1st vascade) side were weak post procedure. Even with doppler the pulse was less then pre procedure. In time, pt foot went cold and pain noted with numbness. Staff suspected plaque was source of occlusion. Pt brought back for access right femoral artery and left leg revascularization performed. Vascade placed on right side. Pt brought to recovery and became symptomatic with cold foot and right side (2nd vascade side). Pt brought to procedure room for third time assuming plaque dissection as before. Angioplasty performed with a 3rd vascade for closure. Ischemia noted once 3rd vascade placed. Surgical intervention: following 3rd vascade closure, pt was transferred to hospital ed ((B)(6) hospital at (B)(6)). The physician performed surgery bilaterally- three collagens noted intravascular (common femoral x 2 and profunda x1). These were surgically removed and endarterectomy performed on both common femoral arteries left and right side. Pt received a transfusion during the surgical intervention. Pt remains in hospital in stable condition and was released the next day.